Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device displayed a "poor pad contact" message. Complainant indicated that kimberly clark electrodes were used in conjunction with the device. Complainant indicated that the pt subsequently expired.